Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery jumped from 40% to 100% while not connected to a power source. In addition, a cartridge alarm occurred (cartridge alarm 19) during basal. Customer reported blood glucose (bg) level was 285 (mg/dl). The customer stated the pump was used to address elevated bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.